Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open. Actions taken included pushing the guidewire and microcatheter. The surgeon tried to open it repeatedly, but it still didn't open in the end, and the push rod was very laborious in pushing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline encountered resistance in the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the vertebral artery v4 with a max diameter of 4.75mm and a 6.15mm neck diameter. The landing zone was 3.71mm distally and 3.51mm proximally. It was noted the patient's vessel tortuosity was severe. The accessed vessel was the femoral artery with a diameter of 10mm. Dapt (dual antiplatelet treatment) was administered and the pru level was 91%. The angiographic result post procedure was partial retention of contrast agent. It was reported that the surgeon chose 6f-70 long sheath, 5f-115 navien, and marksman 150. After the microcatheter was in place, the stent was started to deliver, and the resistance was relatively large during this period. After the stent was in place, the microcatheter was withdrawn. After 1/2 of the development coil at the tip end of the stent was exposed, the microcatheter could notbe withdrawn further and the stent could not be pushed.  After repeated operations, the stent remained stuck in the microcatheter. Later, the stent and microcatheter were withdrawn as a whole. It was noted that the stent became stuck during delivery in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The physician released the load (slack) in the system in attempt to resolve the issue, however, the issue was not resolved. The catheter was not damaged. The pushwire distal section was kinked. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices w ere prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with the event. Additional information was received reporting the surgery was completed after the microcatheter was replaced with phonem27. The cause of the resistance and pushwire damage was that the operator tried to open the tip end of the stent, and after withdrawing the microcatheter, the stent got stuck in the microcatheter. Repeated operations of withdrawing the microcatheter and retrieving the stent might cause damage to the pushwire.

Manufacturer narrative:
H3: the pipeline flex and marksman catheter were returned for analysis. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 19.0cm to 29.4cm from the distal tip. No other anomalies were observed. The pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned devices, the customer complaint was confirmed as the returned pipeline flex was stuck inside the marksman catheter. In addition, the distal end of the braid was not opened due to damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of failure to open and resistance could not be determined. Possible causes of failure to open and resistance include severe vessel tortuosity and damaged braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.